Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent underwent kyphoplasty surgery due to primary osteoporosis and compression fracture. Post-op, in CT scan results it has been identified that the bone cement extravasated into the inferior vena cava (ivc). There were no patient problems at this time. However, in regards to the future, it is that the surgeon of vascular surgery does the operation with the intention of the patient. It is planned to insert the catheter, and remove the cement with grasping the wire. The operation date is currently undecided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
For the cement ivc leak at (B)(6) hospital obtained in june, there was new information obtained from the doctor. It was said that part of the cement mass leaked to the ivc was separated in two and went to the left and right lung (comminuted into pieces). CT images had been taken twice every one and a half months, and there was no moving more than that and no symptom at this time. The patient visited this hospital for lower extremity fracture and had operation and hospitalization at another hospital.